Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount (underinfusion) during therapy in the intensive care unit. It was reported that this device was set up to infuse norepinephrine at a rate of 5mics/min. The pump ran for 6 minutes and then the nurse changed the rate to 10mics per minute. The device was set to infuse 270ml but it was reported that the pump had only infused 230ml. He stated that the IV set was not sequestered but the facility was using a 2c8519 tube set at the time. It was also reported there was no patient injury.